Event description:
It was reported that the t:slim x2 pump battery would not charge, and the pump screen remained dark without turning on. The caller was unable to confirm if there was any impact on the blood glucose level as they had not tested it. Technical support instructed the caller on various troubleshooting steps, such as using different charging cables and wall adapters, but these did not resolve the issue. Ultimately, the decision was made to replace the pump. The customer indicated that they would wait to start using their replacement pump until they could see their doctor.